Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative relinquished transmitter in share tool and advised patient to remove all bluetooth devices in the room, uninstall the dexcom g5 application, forget devices in bluetooth for the g5 application, re-install g5 application, login and pair the transmitter, which was unsuccessful. No additional patient or event information is available.